Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 01/01/2021 is based on the date range january 2021- december 31, 2022, of placement procedures from the article. Block g2: literature source oka, s., hayashida, m., sakaguchi, k., & urakami, s. (2025). Preventive measures for spaceoar placement insights from intraoperative video analysis to minimize complications. Urology video journal, 27, 100354. Https://doi.org/10.1016/j.urolvj.2025.100354. Block h6: imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e230101 captures the reportable event of fever. Imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
Boston scientific became aware that a spaceoar hydrogel system was used during the study performed in the article titled, "preventive measures for spaceoar placement: insights from intraoperative video analysis to minimize complications" written by suguru oka et al. The patient received androgen deprivation therapy (adt)prior to spaceoar placement. Two weeks after the placement procedure, prior to radiation, the patient experienced a fever. Computed tomography (CT) showed air within the hydrogel and increased density of the rectal fat tissue. The patient was diagnosed with proctitis. Magnetic resonance imaging (MRI) showed the needle has penetrated the rerum to a considerable depth during advancement. The hydrogel migrated and was placed into the muscle later near the rectal mucosa. After antibiotic treatment, the patient's condition improved.